Event description:
In 2007, the pt reported experiencing an infusion tubing separate at the luer connection. She stated that only the outer tubing separated and she noticed while she was changing her insulin cartridge. Her blood glucose was elevated to 260 mg/dl due to an empty insulin cartridge. Her normal blood glucose is around 140 mg/dl. She changed the insulin cartridge and bolused to lower her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.